Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred the philips remote service engineer (rse) inspected the system remotely and confirmed system did not start up. The review of log file shows that the startup and stop button in qe weren¿t activated. The fse restored correct operation, start and stop the electrical panel activated and turned on. After which, the system returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when in the lateral position, it does not work. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed the run and stop in the qe were not activated. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.